Manufacturer narrative:
Reported complaint of "battery connection within battery bay was damaged" was confirmed. In addition, the grip strip set and the battery latch lock were missing. The damaged/missing components were replaced. The board passed final test. The probable cause for the customer reported "damaged battery connection within battery bay" might be due to normal wear and tear (as the unit was manufactured in january 2008, and was 4.5+ years old at the time of this complaint), and/or user mishandling (i.e. A battery with damaged battery connector was inserted and in turn damaged the battery connector. No adverse event reported.

Event description:
It was reported that battery connection within battery bay was damaged. No adverse event reported.